Event description:
It was reported that during the self-check , before use, the cs100 intra-aortic balloon pump (iabp) unit alarmed and failed to automatically inflate. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 telephone number : (B)(6).

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 a getinge field service engineer (fse) confirmed the equipment detected automatic inflation failure and the 5000h maintenance kit (d040-00-0147) and drive valve (d104-00-0018) group must be replaced. After replacement, the equipment's functional parameters were normal and delivered for clinical use.